Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The lesion was dilated with another of the same device and the procedure was completed with a drug coated balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The lesion was dilated with another of the same device and the procedure was completed with a drug coated balloon. There were no patient complications nor injuries reported. It was further reported that the target lesion was 90% stenosed, non-tortuous, and moderately calcified.